Event description:
It was reported the physician noticed bleeding between the sewing cuff and graft after the valved graft was implanted, requiring the patient to receive blood products. It was reported the pt also had a coagulopathy. The pt did not experience any adverse consequences, was in stable condition and the valved graft remains implanted. Additional info has been requested.